Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection of the connector revealed pin 14 was fractured consistent with the open circuit detected. Four images were submitted to product performance engineering. The images appear to show damage on the paddle. Further investigation revealed displaced electrodes, corrugated tubing, white material under electrode 14, and the shaft and strain relief were detached from the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit, fractured pin, damage to the paddle and the white foreign material under the electrode is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure the catheter was damaged due to sheath insertion difficulty. Following transseptal access the advisor grid catheter could not be inserted through the hemostasis valve hub. The sheath was replaced and the catheter was successfully inserted with no resistance. Once in the heart, noise was noted from the signal of the catheter. When the catheter was removed following mapping a flared electrode and damaged paddle was confirmed. There were no consequences to the patient.